Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended running the extended self-test (est) and to place the ventilator on test lung to try to duplicate the alleged malfunction. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a graphic user interface (gui) reset alarm while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.